Manufacturer narrative:
Device 1 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the france. On (B)(6) 2024, it was reported that patient faced an issue with infusion set tape was not sticking. The patient had reported that product not adhering enough long. The patient had to change infusion set earlier than the seven days expected no further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.